Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. It was reported to abbott, a patient had a prior rib resection surgery incision which the lead passes through causing discomfort. The patient underwent a revision surgery where the lead was re-routed to avoid this area on the path to the ipg. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that patient experienced device related pain. As a result, surgical intervention was undertaken wherein the lead was repositioned to address the issue.